Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a pump stop as well as driveline fault events and low speed advisory events while on battery power. The pump stop occurred when the patient bent over to put his dog on a leash, felt a thumping in his chest when he stood back up and heard the alarm. The patient has gained at least 50 pounds since implant though he has recently lost approximately 16 lbs. The patient underwent a pump exchange on (B)(6) 2020.

Manufacturer narrative:
Section d4;h4: additional information. Section d10;h3: correction. Manufacturer's investigation conclusion: the evaluation of the returned pump confirmed internal wire damage that would have contributed to the driveline fault alarms, low speed events, and pump stops that were observed in the submitted log files. (B)(6) was returned assembled with the driveline (dl) cut approximately 1.5¿ from the pump housing and approximately 24.5¿ of the distal end was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), sealed outflow graft, and sealed outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Examination of the outflow elbow and blood-contacting surfaces of the pump revealed no evidence of developed depositions or thrombus formations. Examination of the wires of the 1.5¿ pump-end segment revealed that the orange and red wires were broken at the pump housing. The conductors of these wires appeared to have broken down over time as a result of repetitive flexing in this area. Continuity testing of this 1.5¿ pump-end segment confirmed an open circuit on each of the orange and red wires. The remainder of the wires passed electrical continuity testing. Hi-pot testing was unable to be performed on this 1.5¿ segment; however, microscopic examination of the wires revealed no further wire insulation breaches. The 24.5¿ distal end of dl passed electrical continuity testing. This segment was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The orange and red wires redundantly support motor phase 3. The wire conductor breakdown observed on the orange and red wires would have caused the low speed events and pump stops that were confirmed through the analysis of the submitted log files. Additionally, the wire conductor breakdown that was observed on the orange wire would have caused the driveline fault alarms that were confirmed through the analysis of the submitted log files. Incidental findings included a tear to the outer silicone jacket that was observed on the 24.5¿ distal end of driveline. A specific cause for this superficial damage could not be conclusively determined through this evaluation. A correlation between the superficial damage and log file findings could not be established. The evaluation of the returned pump confirmed internal wire damage that would have contributed to the driveline fault alarms, low speed events, and pump stops that were observed in the submitted log files. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. This IFU also outlines all system controller alarms (including driveline fault, low speed advisory, and pump off alarms), as well as how to respond to such events. The heartmate ii lvas IFU section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including driveline fault, low speed advisory, and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.